Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a blood leak occurred approximately fifteen minutes into a patient's hemodialysis treatment. Blood was observed leaking externally from the bloodline, where the venous tubing exits the blood pump. There was no visible damage identified on the device, but there was suspected to be a pinhole on the tubing. The machine, a fresenius 2008t, did not alarm. A fresenius optiflux dialyzer was also used for the treatment. After the leak was identified, the treatment was halted. Blood from the arterial tubing was returned; however, blood in the venous tubing was not returned. The patient's estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The bloodline was reportedly available to be returned to the manufacturer for evaluation.